Event description:
It was reported that during a coronary artery stenting treatment procedure, the stent dislodged outside the body. The target lesion was located in the moderately tortuous mid right coronary artery (rca) with 75% stenosis. Mach1 jr4 guide catheter was engaged and the guide wire crossed the lesion. The physician pre-dilated the lesion with a 3.5x10mm non-bsc balloon catheter and performed intravascular ultrasound. Then the physician crossed the lesion with a 3.50x12mm promus element stent delivery system and thought the stent was deployed. However, it was confirmed that there was no stent implanted in the lesion when ivus was performed. After it was withdrawn outside the body, it was found that the stent dislodged and remained in the protector sheath. It was unknown whether the stent dislodged when removing the device from the protector sheath or had not been mounted on the balloon. Another same device was used to complete the procedure. There were no patient complications and the patient condition was good.

Event description:
It was reported that during a coronary artery stenting treatment procedure, the stent dislodged outside the body. The target lesion was located in the moderately tortuous mid right coronary artery (rca) with 75% stenosis. Mach1 jr4 guide catheter was engaged and the guide wire crossed the lesion. The physician pre-dilated the lesion with a 3.5x10mm non-bsc balloon catheter and performed intravascular ultrasound. Then the physician crossed the lesion with a 3.50x12mm promus element stent delivery system and thought the stent was deployed. However, it was confirmed that there was no stent implanted in the lesion when ivus was performed. After it was withdrawn outside the body, it was found that the stent dislodged and remained in the protector sheath. It was unknown whether the stent dislodged when removing the device from the protector sheath or had not been mounted on the balloon. Another same device was used to complete the procedure. There were no patient complications and the patient condition was good.

Manufacturer narrative:
Correction: device lot number corrected from 15104305 to 15134797. Device evaluated by MFR: the stent delivery system (sds) was returned without the stent attached. The stent was returned separately inside a plastic vial. A visual and microscopic examination of the stent found the stent struts were both twisted and stretched. The balloon was found to have the stent impression on it, indicating that the stent was crimped as per manufacturing process in the correct location during manufacturing. The balloon was partially inflated which identified that the balloon was subjected to positive pressure. The remaining balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).